Event description:
It was reported that the implantable cardiac monitor exhibited unexpected reset. No intervention was performed. There were no patient involvement.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was returned for analysis. The error message of ¿device reset has occurred¿ was noted at interrogation upon receipt. Device was restored from therapy mode to service mode. New error message of ¿unexpected device condition 1.1 has occurred¿ was noted. The error message noted indicates battery current is higher than expected for device. The device was cut open, and battery voltage was found to be at elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion to be premature. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.